Event description:
Reported as "very small pouch above the band or a very small hiatal hernia". Follow-up findings from the physician "the patient reported lap-band causing pain, discomfort. The patient also reported having hair loss and is mainurished. Further information noted the patient was explanted by another physician, no operative report was supplied".